Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose of 300 to 400 mg/dl. Customer's other blood glucose value was 300 mg/dl and 312 mg/dl. The customer was treated with manual injection and insulin drip, potassium, sodium chloride, magnesium. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The device was not expected to be returned for analysis.